Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl.

Event description:
Patient reported "diagnosed with alcl of left breast". The device has been explanted. Patient has capsulectomy at the time of explant surgery. Capsule was sent off for testing.